Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was also tested on an in-house system and triggered no errors. The usm was also tested on the patient side cart (psc) fixture test platform (pfpt) and failed the clock spring fiber test. Upon further investigation, there was no fluid intrusion or physical damage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, multiple recoverable errors occurred on universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and verified errors 25730, 23098, and 32114 on usm4. The procedure was completing as planned with no reported injury.